Event description:
The facility reported via user facility report, "a pt was bolused with heparin and nurse noted intravenous (IV) had infiltrated. A nurse set up the pump but did not connect it. The IV team was called to restart the IV. Approx. Five hours later, the pump was found running at 105 ml/hr instead of 10.5 ml/hr. The nurse had programmed the pump in general mode using units/hour. The pump was not in colleague guardian. The nurse did state that bolus and calculations for dose were checked by a second nurse. The pt was receiving 10,500 units of heparin per hour vs. 1050 units/hour that was ordered. No obvious problems were noted until later in the day when the pt became hypotensive and complaint of right flank pain. The pt was transferred to the critical care unit. The pt received red blood cells, protamine, fresh frozen plasma, lab and CT scan". The facility's risk manager reported the event occurred at approx. 6 am. The pt's hemoglobin level in am, prior to the event, was 9.8. At 11:40 am, the pt's blood pressure was reported to be 139/61. At around 1 pm, the pt's hemoglobin dropped to 8.2 and ptt (partial thromboplastin time) level was >240. At 15:00 pm, the pt's blood pressure dropped to 69/38. Later on that day, the pt's blood pressure started coming back up and was reported to be 91/37. The CT scan performed revealed right side retroperitoneal bleed. The pt received red blood cells, protamine, and fresh frozen plasma and reportedly, the pt recovered from the event. The pt was discharged home three days later. No additional info available.